Manufacturer narrative:
The suspect medical device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A supplemental report will be submitted once the evaluation is complete.

Event description:
The customer reports during an aortogram the catheter broke off in aorta on a patient. The device was successfully snared. The entire black tip came off as he was pulling catheter back over bifurcation. There was vessel tortuosity, and some calcification.